Event description:
Patient has had multiple revisions. . The subject devices were implanted during revision knee arthroplasty on (B)(6) 2024. Subsequently, on (B)(6) 2024 the patient presented to the emergency dept. With infected knee wound dehiscence and was taken to surgery for irrigation and debridement during which the femoral component and tibial plateau were replaced as part of the washout. No information alleges implant performance issues or observed implant damage.